Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs determined no faults were detected. In the event, the patient was conscious with a pulse. The operator's guide states a patient must be motionless during ECG analysis and the patient must be pulseless to defibrillate. Based on our review of the data we have concluded that the evidence provided demonstrates that the device performed to specification and the reported event was a result of the user not following the instructions provided with product labeling. Analysis of reports of this type has not identified an increase in trend.